Manufacturer narrative:
(B)(6). Return requested for thoracic clamp. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, it was alleged that the site has a damaged thoracic clamp. This occurred in preparation to the surgery. The surgeon opened the clamp and one of the pieces snapped in half. They were able to continue the surgery with another instrument. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.